Event description:
(B)(4): information was received from a manufacturer representative (rep) and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the ins had reached end of service (eos) on (B)(6) 2017 (less than one month after implant). The programmed settings were reported to be p1 +--+ +--+ / pulse width of 450 / rate of 100 / 7-7.5 volts. This yielded a therapy impedance of <(><<)>168 and electrode impedances in the 700s. It was noted that the eos notification seemed appropriate with the patient's settings; that it was expected that the ins would last an estimated time frame of one month before reaching eos. It was unknown if there was dissatisfaction with the longevity of the ins. No symptoms were reported. They were redirected to the doctor to discuss replacement of the ins. No further complications were reported. (B)(4): additional information was received from the representative (rep). It was reported that the patient and the physician were dissatisfied with the longevity of the device. The rep stated the implant would be replaced with a rechargeable device. It was noted that the device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-08 from a manufacturer representative reporting that the battery was discarded by the customer after it was explained that based on the battery settings, the battery life was in line with what would be expected. No further complications were reported.